Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The patient noted this issue occurred for a few months. It was also reported that after the keypad issue began, the keypad became torn and damaged. On (B)(6) 2012 the patient noted the pump vibrated and delivered a bolus, but noted the dose was 0.0 units. The patient did not suffer any high or low blood glucose levels or symptoms due to this issue. The patient reported she had recently experienced many hypoglycemic levels, specific blood glucose readings not provided. The patient's hcp was currently adjusting the pump settings to address the patient's low blood glucose episodes. The patient did not report experiencing any symptoms, and denied seeking any medical attention or treatment. The patient did not suffer an adverse event due to the reported pump. However, as the pump keypad issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage.. Confirmed the buttons are sticking and are hypersensitive/scrolling in response to button presses. Confirmed damage to the keypad-the keypad cover is torn below the 'ok' button and peeling along the side of the keypad removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'ok' and 'down' arrow button contacts are inverted. Observed the bolus button not responding to presses. Removed button cover and found the internal plug contact is misaligned. The bolus button was found to be defective but is functional.